Event description:
It is reported that the pt presented with pain and fluid collection in the right hip. Cultures of the hip did not grow anything, however, the drain insertion area was positive for (B)(6).

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which were unremarkable. X-rays were not provided, therefore fit and orientation could not be evaluated. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened.